Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the surgeon tried to advance the knife and started pushing the plastic knob, however it became stiff, then parts of device disengaged. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received partially applied. The knife assembly was disengaged. The pusher thumb piece was intact. Microscopic inspection noted no damage to the knife blade. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted prior to firing. Replication of the partial firing condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the surgeon tried to advance the knife and started pushing the plastic knob, however it became stiff ,then parts of device disengaged. The procedure was completed with another device. No patient injury.